Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a device exchange, loss of capture was observed on left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. The device was reprogrammed to resolve the event and the patient was in stable condition.